Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a grafted vessel, heavily calcified and with heavy plaque. A bmw universal j-tip guide wire was advanced through the lesion. During repositioning of the guide wire, the tip appeared to stick in the vessel. An attempt was made to retrieve the guide wire, but it did not come out. Force was applied, and the guide wire separated. The proximal end of the guide wire was withdrawn. The tip of the guide wire was retrieved with a balloon and an ht whisper guide wire. The procedure was successfully completed with no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned. The reported separation was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: the guide wire distal separation of the wire is confirmed. The subsequent removal of the separated guide wire is also confirmed. It is not clear from the imaging what the tip of the guide wire was caught on causing the difficulty in removing it. The investigation determined the reported difficult to remove and patient effects appear to be related to circumstances of the procedure. The reported tip separation appears to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).